Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. One device was returned to bd for the reported malfunction. Photos were provided for further evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model 0601610 port and catheter accessories allegedly experienced a break. This report was received from one source. This malfunction involved a patient with no patient consequences. The patient was a female. Age and weight was not provided for the reported patient.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model 0601610 port and catheter accessories allegedly experienced a break. This report was received from one source. This malfunction involved a patient with no patient consequences. The patient was a female. Age and weight was not provided for the reported patient.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. One device and one photo were returned to bd for the reported malfunction. Evaluation of the device and photo confirmed 1069 - break for the one malfunction. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10: d3, g4. H11: b5, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.